Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as there was moderate tortuosity moderate calcification. It was reported the final angiogram revealed that there was extravasation of contrast on left side post implant. The physician said it was coming from branch off of the left hypogastric artery. The physician elected to embolize the branch artery and relined distal iliac limb. The physician stated the event was related to the procedure. No clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).